Event description:
The customer reported false positive results with the ID now covid-19 assay performed on a direct tested kitted nasal swab throat sample on (B)(6) 2022 on a patient who had been admitted to the hospital having presented with possible syncope at home. The patient was transferred to covid ward as a result of the positive ID now results. Confirmation pcr testing was performed (B)(6) 2022 and (B)(6) 2022 which generated a negative result (platform and sample type unknown). The patient was reported to have received three covid-19 vaccinations. The customer reported that the patient remained in the hospital since (B)(6) 2022 to the time of filing their report.

Manufacturer narrative:
Similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m177942 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m177942 and test base part number 190-430 / lot m177942. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m177942 showed that the complaint rate is 0.004%. In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.